Manufacturer narrative:
A medtronic representative reported that during a system checkout it was found that the x-ray batteries were no longer holding a charge. Specifically, it was found that the j7 pins 14 + 15 measure 16 vdc. All x-ray batteries were replaced at this time and a successful system checkout was performed. No patient was present. The used batteries were discarded onsite by the medtronic representative. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a system checkout it was found that the x-ray batteries were no longer holding a charge. All batteries were replaced at this time and a successful system checkout was performed. No patient was present.